Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl) and it was addressed with glucagon. It was noted that the customer's wife assisted the customer when the customer's bg levels are low. Reportedly, the customer lost a lot of weight and reported needing a lower basal rate. The customer successfully changed the basal rate setting.